Manufacturer narrative:
Report is for three (3) unknown screws implanted in the metatarsal, removed due to pain. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown titanium locking compression plate and unknown screws. About a year after the initial procedure, on (B)(6) 2015, the patient underwent revision surgery for a reported painful nonunion of the left wrist and broken hardware. The surgeon performed a revision wrist arthrodesis with iliac crest bone graft and removed the implanted hardware. During the revision surgery, it was confirmed that three (3) of the free locking screws were confirmed broken distally. An unknown number of non-locking screws unbroken, however they were unsecured. Proximally, the screws and plate were intact and well adhered to the bone. The plate and screws were all removed. There were seven (7) screws altogether, all buried in bone and the plate itself. Three (3) separate screws were buried within the metacarpal. Using a curet and osteotomes bony trough was created to get to the screws and they were backed out, laboriously, with pliers and grippers eventually removed entirely. It was noted that the third cmc and mid-carpal joints were well fused, but there was a nonunion of the radiocarpal joint. The area was taken down with a rongeur and curet back to healthy bleeding bone. To complete the procedure, using non-synthes devices, the patient's iliac crest bone was harvested with cortical and cancellous graft which was packed in an about the nonunion site and a 10-hole 4.0mm recon plate was applied to the dorsum of the wrist and was affixed with 3.5 cortical and 4.0 locking screws. This report is for report is for three (3) unknown screws. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.